Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Patient informed tandem technical support that the pump is working as intended. There was no reported impact to the customer¿s blood glucose level.